Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the string separated from the tampon upon removal and the tampon remained inside her body. The consumer managed to retrieve the tampon without medical assistance.